Event description:
The suspect device results were 200, 181, 207 and 170 mg/dl. The user dosed more insulin and became incoherent. Spouse called an ambulance and the emergency medical technicians given an IV and taken to the hosp. Controls were not used. The device was replaced and requested to be returned for eval.